Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6)2026. The wearable was inserted into the arm on 2/11/2026. According to the patient, on (B)(6) 2026, the cgm was reading 40 mg/dl/50 mg/dl, and 80 mg/dl and the patient was experiencing a headache. There were no bg meter comparison values taken. The patient self-treated with sugar and other unspecified foods. On 0 (B)(6) 2026, the patient¿s cgm was reading 40 mg/dl while his bg meter reading was 450 mg/dl. The patient stated he felt terrible and still had headaches. The patient self-treated with insulin via his omnipod insulin pump. The patient also tested his ketone level which was moderate. The patient went to the emergency room (ER) for evaluation around 9:30 am. At the ER, the patient¿s bg meter reading was 415 mg/dl and then 390 mg/dl at recheck while the cgm was reading low mg/dl. The patient had bloodwork done that confirmed he was not in diabetic ketoacidosis (dka). The patient was treated with intravenous fluids and was then discharged after approximately 4 hours. Once at home, the patient replaced his sensor. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B6 relevant tests/laboratory data,inclu - correction. D4: serial number - correction. H2: correction.